Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon has reported that following bilateral cataract extraction with intraocular lens (iol) implant procedures, the patient is intolerant of halos and desires removal of the iols. The surgeon reports that the surgery and postoperative refraction are unremarkable. Additional information was provided by a second surgeon that the patient has had terrible issues with halos at night and she has stopped driving at night because she does not feel safe. She has to wear reading glasses when sewing because the near vision is fuzzy. There are two medical device reports associated with this patient. This report is associated with the left eye.